Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. While on support, the patient experienced ventricular tachycardia (vt) that was resolved with shock. The patient also experienced peripheral vascular damage that required addition of packed red blood cells.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: arrhythmia impella 5.5 system with automated impella controller section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation for the vascular damage and ventricular tachycardia has been completed. Clinical details state that the patient experienced ventricular tachycardia (vt) while on support that was resolved with shock. The patient also experienced peripheral vascular damage that required addition of packed red blood cells. No product was returned. Data logs show continuous impella position unknown alarms. The root cause of the vascular damage - peripheral vessel and vt was not determined due to limited clinical information. Added h6 component code 925 corrections to the initial MFR report: b2-selected death and added date of death. F6/f8 should have been left blank. G1 MDR reporting contact email. H1-type of reportable event changed to death. H6 impact code 1802 added.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No product was returned. Data logs show continuous impella position unknown alarms. Upon review of the data logs, it is apparent that the console is the potential cause of the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated b5 updated to include placement/optical signal issue description. H6 updated to include placement/optical signal issue coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-11839. D10 concomitant medical products and therapy dates updated.

Event description:
The complainant also reported that the pump lost placement/optical signal after two days of support. The pump remained on for support despite the loss.